Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited an episode of unspecified over-sensing. No intervention was performed as it was noted to be an isolated event. The patient's condition was stable throughout the event.